Event description:
Information received indicates the bed is stuck and will not do anything.

Manufacturer narrative:
The technician found the bed is powering up intermittently and there are no alarms. Repairs have not been completed.